Manufacturer narrative:
The manufacturer previously reported a failure of the front panel/keypad led pca. The front panel/keypad led pca was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the front panel/keypad led pca failing was due to a failed resistor (r36). The manufacturer incorrectly reported this on MDR 2518422-2016-04210-1.

Event description:
The manufacturer received information alleging an issue with a ventilator's keypad. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel/keypad led pca was replaced to address the issue.